Event description:
It was reported that a couple weeks ago patient (pt) called manufacturer and tried to figure out what was going on with equipment. Pt states the controller will stay on when plugged to the wall but as soon as unplug from wall goes dead. Pt states cannot turn on or anything. Pt states she charges fully before unplugging from the wall. Agent had pt reset equipment and does power on plugged to the wall but does go blank once unplugged. Controller does power on with aa batteries but cannot charge. Agent sent request to repair. Pt mentioned something about the prongs being off and states takes 3 hours to charge back and now just doesn't work at all. Pt states shes been in pain and needs the device to help with pain but doesnt. Pt states takes 60% of pain away from foot but having pain in back. Pt mentioned without meds for 2 months and got emergency back up for 7 days only. Pt provided a lot of information during the call and hard to gather all the information as the call was all over the place. Pt states she was sent paddle a month ago and during call pt was using old recharger telemetry module (rtm). Agent advised needs to use the newest rtm. Pt mentioned something about high frequency and states when walking around doesn't like that sensation. Pt states the high frequency started two weeks ago. Pt states has an appt with healthcare provider (hcp) on (B)(6). Pt states if she wiggles lightly screen goes on a little bit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.